Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in the emergency room with complaint of chest pain. An echocardiogram showed that the lead had perforated the heart. The lead was repositioned and the patient tolerated the procedure well. No other medical intervention or procedure was performed to address the perforation.